Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 25 autoclave cycles for the adapter. The codes fail_drive_motor_test_close and drive_motor_stop_velocity_limit were received. The eeprom was uploaded and indicated 25 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra handle. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then cycled without hesitation or binding. It was noted that the blue light nearest the reload status light did not illuminate. Engineering then disassembled the handle for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the eeprom failure codes. The reported condition was confirmed. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Esd events or exposure to heat and moisture may contribute towards a latent failure of an led or provide some leakage current through an alternate branch of the multiplexing circuit. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: prior to a ladg (lap assisted distal gastrectomy) procedure, when a scrub nurse was preparing the device, the blue light was turned on after battery insertion. The device was not used on a patient.